Event description:
A report was received that a patient developed an infection at the pocket site following a revision procedure. The patient experienced oozing at the pocket site. The entire system was explanted, and the patient was prescribed oral antibiotics. The patient is reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn for analysis as they were discarded by the medical facility.